Event description:
On june 21, 2021, a reporter for the lay-user/patient contacted lifescan (lfs) united states, alleging that the patient¿s onetouch verio2 meter read inaccurate. The complaint was classified based on the customer care agent (cca) documentation and on further information obtained when the medical surveillance specialist reviewed the initial call, since the reporter was unwilling to provide additional information during a follow-up call attempt. During the initial call, the reporter claimed that at an unspecified time on may 29, 2021, the patient obtained an alleged inaccurate low blood glucose result with the subject meter but claimed his blood glucose was actually lower; the reporter was unable to recall the exact result obtained but indicated it was a normal reading for him and must have been under ¿100 mg/dl.¿ the reporter informed the cca that the patient manages his diabetes with insulin (lantus and novolog). In response to the alleged inaccurate result, the reporter stated the patient took an unspecified dose of novolog insulin according to a sliding scale. The reporter claimed that after the insulin was administered, the patient fell into a ¿sugar coma¿ at around midnight on may 29, 2021. Emergency medical services were called for assistance and the patient was taken to hospital. It is not known how long the patient was unconscious for. The reporter stated the patient¿s blood glucose measured ¿47 mg/dl¿ on the hospital meter. The patient was reportedly hospitalized and received unspecified treatment to raise his blood glucose. The reporter denied the patient used any other device to test his blood glucose. At the time of troubleshooting, the cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after administering insulin based on an alleged inaccurate result obtained with the subject meter. There is insufficient information (including exact reading obtained prior to losing consciousness, exact treatment in response to the alleged inaccurate result and clear temporal relationship) to rule out the contribution of the subject meter to the event.